Event description:
It was reported that during a ptca procedure, the balloon catheter experienced a drop in pressure after the second inflation. A dissection occured and was repaired with a stent. The pt status is listed as "ok".

Manufacturer narrative:
Additional info. H6: returned product analysis revealed a small hole in the balloon material. The cause of the balloon damage could not be determined.